Event description:
A pt was raised up 3" off the bed for a lateral transfer using a medcare c625 ceiling lift. The pt was dropped back to the bed when the strap broke. No injuries were reported. The strap being used was extremely frayed in multiple locations. The strap should have been taken out of service as it was unsafe for pt handling. Medcare provides an owners manual with all ceiling lifts purchased. This manual describes inspection to be completed by the user prior to each use. The first inspection point states to check for the following: "the lifting tape shows no signs of fraying or breaking along its entire length." It also states "should any of these items fail the inspection do not use the lift. Contact your local authorized medcare dealer for service." Based on the picture received of the extremely frayed strap, it is clear this check was not performed.

Manufacturer narrative:
Medcare has requested the return of the motor and strap to our facility so it can be inspected to determine what caused the fraying of the strap. The motor and strap have been sent to another company who the va has a service contract with.